Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Download data revealed a (B)(6) female patient received an appropriate treatment on (B)(6) 2014 at 11:14:25 pm. The patient contacted zoll customer support on (B)(6) 2014 at 01:11:00 am to report that the therapy electrodes (te) were burning her. The patient reported that she discussed this with her nurse and the nurse told her that the te pads burned off a layer of skin. Zoll customer support suggested the patient consult the medical staff for treatment of the alleged burn. The patient alleged that the burns were being caused by the therapy electrode gel on her skin. The patient was at the hospital at the time of the treatment. The patient was issued replacement equipment and continued to wear the lifevest.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) was completed. The monitor was fully functional upon receipt. Device evaluation of belt sn: (B)(4) concluded that the device functioned as designed. All gels were deployed and the belt was able to properly detect and treat. Device mfg date: monitor sn: (B)(4), electrode belt sn: (B)(4): 07/2011. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.